Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high and low blood glucose on (B)(6) 2018. The customer¿s blood glucose level was unable to read blood glucose at time of incident and current blood glucose level was 300 mg/dl. The customer was treated in the hospital. The customer had symptoms such as frequent urination, trouble breathing and fast heartbeat. The customer does not allege pump was under delivering. It was reported that they were unable to troubleshoot for the insulin flow blocked alarms. The customer was wearing the pump at the time of hospitalization. The customer was advised to check the infusion set tubing for the presence of kinked/bent tubing or air bubbles. The insulin pump will not be returned for analysis.